Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced an infection and subsequently was administered oral antibiotics in (B)(6) 2018. It was further reported that the patient experienced a skin overgrowth on the abutment site. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
It was reported the patient was placed under general anaesthetic to have the abutment removed. This report is submitted on june 24, 2019.